Event description:
The tip of the expedium di intermediate tightener broke off from the instrument during final tightening. The broken tip fell into the patient and was retrieved. The surgeon was satisfied with the tightening of the outer nut (on which the instrument broke). He then tightened the inner nut with a torque driver which secured the whole screw/rod/set screw construct. The difficulty did not result in a delay and there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Investigation results: visual inspection of the xpdm di intermedt castle tight [product code: 2797-22-550, lot no: 0809nt] noted that one (1) of the four (4) castle nut teeth had been broken off. The broken castle nut tip was not returned for evaluation as it was discarded. Additionally, it was also noted that another castle nut tooth was fractured, however, still attached to the distal tip. A hardness verification determined that the material was heat treated to 46.5 rc, which is within specification of h-900 sop m/008 revision l. A review of the device history record (DHR) for the xpdm di intermedt castle tight [product code: 2797-22-550, lot no: 0809nt] was conducted. No issues were identified during the manufacturing and release of this product that may contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found rates per region resulting in (B)(6) having a rate of (B)(4). It was noted that australia had a significantly higher complaint rate versus the us and ous, which suggested that the (B)(6) complaint rate was driven by a technique related issue. A multi-function team consisting of r&d, quality engineering, marketing and complaints was convened on april 8, 2013 to review the data. As a result of the higher rate of breakage in (B)(4) has been opened to asses root cause and provide corrective and preventative actions. As a result of the CAPA being opened this file will be closed with no further action required.